Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampax tampon cotton cords now disintegrate within like an hour of insertion [device breakage] case narrative: consumer reported via email that the tampon cords disintegrate within an hour of insertion. No injury reported.